Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that the pump intermittently did not enunciate site reminders as anticipated. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.